Event description:
It was reported that during a supply change the user observed insulin leaking from the cartridge area, which was attributed to not connecting the insulin cartridge to the adapter outside of the pump and inserting a partially filled cartridge; after rewinding the ilet and replacing with a new filled cartridge and connector, priming produced visible drops and the supply change completed without further issues. Customer care agent assisted with troubleshooting and user education. Investigation of this case revealed user setup error related to connection procedure and use of a partially filled cartridge, with normal function after correct replacement. No clinical symptoms reported. Outcomes included no medical intervention or hospitalization. It was concluded that the device functioned as designed and the event was due to use error, with no product failure identified.